Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic heart valve procedure, using transfemoral access, the 29 mm valve was attempted to be implanted but infolded. The valve was recaptured and withdrawn from the patient. The patient became hypotensive with severe aortic insufficiency. A second 29 mm valve was prepped but would not cross the patient¿s valve during cardiopulmonary resuscitation (CPR). CPR continued for approximately 20 minutes. A 23 mm non-medtronic (edwards sapien 3 ultra) transcatheter valve was prepped and implanted without issue or leaks. The non-medtronic valve implant was considered a bailout implant as it took place during an active code event with active resuscitation efforts from the previous failed implant attempts. The patient did not recover and expired.